Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient went to the clinic for a routine visit. Patient reports that his batteries have been switching to the other power source before the battery is draining to 1 bar. On visual and tactile assessment, power port #2 connector is loose on the controller.&#2049;n elective controller exchange was performed. No additional information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One controller (con099083) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. This controller was received with the old software version installed (no smr upgrade performed). The log analysis showed occurrences of premature switching events prior to the 25% threshold. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. However the consistency of these switching events at high relative state of charge without a change in power sources, is the pattern in question. The manufacturer has opened an internal investigation for the abnormal power source switching. In addition, the controller failed visual inspection because the controller's power port one (1) connector and port two (2) connector were loose from the controller housing with the o ring gasket displaced. The reported event was confirmed during the visual inspection. The manufacturer and supplier has an open internal investigation for controller loose connectors. The most likely root cause of the premature switching can be attributed to a communication error between controller and battery. The most likely root cause of the reported loose connector can be attributed to a shift in the manufacturing process. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.